Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) and right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there was some stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The patient will be evaluated in the clinic. Technical services suggested possible x-ray. At this time, the pacemaker, rv and ra leads remain in service. No adverse patient effects were reported.